Manufacturer narrative:
Additional info: b5 added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device failed to deliver the shock. There was no patient involvement. One therapy pca was returned for failure analysis for evaluation. No fault was found with the therapy pca.

Event description:
It was reported to philips that the device failed to deliver the shock. There was no patient involvement.